Event description:
Reportedly, post repair, the device had error code 242.4030 . There was no report of patient involvement.

Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found that the case at the connector was chipped and the warranty label was compromised. Device evaluation identified that there was a mechanical failure within the alignment and lubricated gear box assembly, the front case cover and outer door/keypad assembly were broken, the right and left iui connectors were corroded, and the pressure sensor was faulty. The front bezel case cover (new), pressure sensor (new OEM part), outer door and keypad assembly, and the iui connector and gasket seal (right and left side - new OEM part) were replaced. The circuit boards were inspected, the device was calibrated and the case was checked for damage. The alarm, connectors, display, door ajar, keypad, patient side occlusion, rate accuracy, and self-test/power tests were all ran and tested to OEM specification. A definitive root cause for error code 242.4030 cannot be determined as the warranty seal was compromised; however, it was most likely due to the broken front case and keypad. It was determined that this was not related to the previous repair. This type of event will continue to be monitored.